Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the confidence spinal cmt sys, 11 c (p/n: 283910000, lot #: 2772665) was returned to us customer quality (cq). Upon visual inspection, the entire kit was not returned. Confidence cement reservoir and mixer kit, final needle packaging, spinal bone cement master specification, mallet with needle holder packaging, pump kit, gamma powder bag, and the glass ampoule components of the confidence spinal cmt sys, 11 c kit were returned. The glass ampoule was observed to be broken near the neck of the bottle and the liquid was leaked. No other issues were identified with the returned components of the kit. Functional test: a functional test was not performed due to the device's received condition. Can the complaint be replicated with the returned device? Although a functional test could not be performed, the received condition of a broken glass ampoule would contribute to the complaint condition, therefore the complaint condition is considered as being replicated. Dimensional inspection: a dimensional inspection was not performed due to post-market damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Confidence, final packaging assembly: 103210258, rev. E/d. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the confidence spinal cmt sys, 11 c (p/n: 283910000, lot #: 2772665). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the DHR of product code 283910000, lot 272665, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on february 18, 2020. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, there was a leakage found when the confidence spinal cement system package was opened. There was no patient consequence. There is no further information available. This report is for one (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for (B)(4).